Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump did not power on after the user briefly exposed the device to shower water, dried it, and observed normal function overnight, then found the device unresponsive the next morning despite charging. Symptoms included no clinical symptoms reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included user troubleshooting and attempted remote support. Investigation of this case revealed that the device power-on failure was reported after a suspected fluid exposure to the device. It was concluded that the event involved a reported device malfunction with unconfirmed cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.